Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the pump was explanted due to poor efficacy of therapy. The date of explant is unknown.

Manufacturer narrative:
The device was subjected to visual inspection, as well as functional and flow testing. Based on the results of the investigation, it was determined that the pump flowed and operated per specification. (B)(4).